Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, in the operating room, eeg monitoring was performed using the device. After surgery, the sensor was removed, and upon inspecting the skin surface of the forehead, it was found that two areas where the electrodes had been attached had brown stain-like marks. After two weeks, the stains remained and did not not disappear. There was no pain or discomfort, and it did not affect daily life.